Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation

Event description:
On (B)(6) 2018, the patient was implanted with a system of gore® excluder® aaa endoprostheses as part of an endovascular aortic repair. After the endoprostheses had been implanted, a final procedural angiograph reportedly revealed a slight type I endoleak at the proximal end of a 26mm trunk-ipsilateral leg component. A 28.5mm x 3.3cm aortic extender component (pla280300/(B)(4)) was then implanted proximally to treat the endoleak. According to the report, the infrarenal aortic neck was angulated (measurement unknown), and the aortic extender component had partially and unintentionally covered the left renal artery. The physician placed a renal stent to preserve blood flow to the left renal artery, and the procedure was concluded without any further reported complications. The patient tolerated the procedure.